Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2017, the patient noted the adhesive was coming loose on the pod so she applied an extra adhesive product to secure it to the skin and went to bed. She could not tell if the cannula had dislodged. Overnight she had trouble sleeping and felt ill. When the patient woke up, on (B)(6) 2017, her blood glucose (bg) levels were 23-25 mmol/l (415-451 mg/dl) and her ketones were 3.7. The patient attempted to administer three correction boluses using the pod but her bg levels did not decrease. The pod was removed and she noted the cannula was bent. The patient went to the emergency room (ER) for hyperglycemia and dehydration where she was treated with insulin and intravenous (IV) fluids. The patient "does not recall the specific diagnosis but it was related to her ketones". At the ER, the patient was given a prescription for manual daily injection syringes should she no longer wish to use the the omnipod system. The pod was worn on the abdomen between 4 and 24 hours.